Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional information has been requested. The user facility is no longer in business; therefore, no medwatch 3500a report can be requested. This is the same event as 1043534-2008-00260, 00262, and 00263. This report will be updated when the investigation is complete.

Event description:
Allegedly, stem and cup were loose.